Manufacturer narrative:
Device was not returned for investigation. No other complaints for this lot have been received.

Event description:
User facility reported to benco dental supply co. That dr. (B)(6) was having issues with the 331 burs do not cut, too small, dull and do not stay in the handpiece. Dr. (B)(6) had a horrible incident with a bur going into a patient's mouth and the patient swallowing the bur.